Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 12-jun-2024 section h-3: device evaluated by manufacturer: yes device evaluation: the lens was received taped to a paper bag. The lens was inspected under magnification. The complaint lens was removed from the tape and paper then cleaned. The lens was cut in half and presented with detached haptic and, damage to the edge of the lens and cosmetic issues. Complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information unavailable. Section a-5 patient ethnicity: unknown/asked information unavailable. Section a-6 patient race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure, therefore not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the diu150 model intraocular lens (iol) was fully inserted. It was observed the haptic was missing/detached after iol insertion. The iol was removed and another diu150 21.0 diopter iol was implanted into the patient¿s ocular sinister (left eye). There was no patient injury and no medical or surgical intervention. Patient status post-procedure was reported as good. No further information is available.